Manufacturer narrative:
H10: manufacturing review: a manufacturing related cause was considered, however, the lot history records have been reviewed with special attention to manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the investigation of the returned delivery system it was confirmed that the user could only partially deploy the stent graft. The stent graft was found partially deployed and the outer sheath was found fractured and elongated in the proximal section which indicated that increased friction/ release affected the system during deployment attempt. An indication for a process related issue could not be found. In this case the vessel was reported to be slightly calcified. However, the lesion was pre dilated and the delivery system was flushed prior to use. Based on the information available a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently addressed the potential issue. The IFU states: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.' Regarding anatomy of the placement site the IFU state: 'the safety and effectiveness of the device when placed across a tight bend including the terminal cephalic arch or across the elbow joint has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure.'; 'prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline (¿) flushing these lumens will also facilitate stent graft deployment.' H10: d4 (expiry date: 02/2023). H3 other text : see h10.

Event description:
It was reported that during stent graft placement procedure through slightly calcified path in the cephalic arch, the catheter shaft allegedly burst. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2023).

Event description:
It was reported that during stent graft placement procedure through slightly calcified path in the cephalic arch, the catheter shaft allegedly burst. The procedure was completed using another device. There was no reported patient injury.